Manufacturer narrative:
One smiths medical cadd-prizm® vip system was returned for analysis in good condition. No related evidence of complaint was found upon device history log review. A pressure switch test was performed and found to be activated properly with the pump's manufacturer specifications. The pump was visually inspected with no findings. Based on the evidence, the pump was found to be operating properly and the complaint was unable to be duplicated.

Event description:
Information was received indicating that a smiths medical cadd-prizm® vip system failed pressure test by 7 pounds per square inch (psi). There were no reported adverse effects.